Event description:
On (B)(6) 2018, the subject lead was taken out of the package and inserted into the patient¿s body. While the physician was manipulating the lead, he extracted the pre-inserted stylet from the lead and attempted to insert a different straight stylet; however, this straight stylet was unable to pass through the proximal area of the lead. The use of this lead was thus discontinued and a different screwvine 58sep was implanted in the ventricle. The implantation procedure was completed with no further problems.